Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p26 that has a same/similar products distributed in the us, list numbers 8p27/6s93. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely reactive alinity I havab igg result for one sample. The following result were provided: (B)(6) 2024 (B)(6) initial result 0.54, repeat results on (B)(6) 2024 = 1.44, 0.65 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I havab igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 57170be00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I havab igg reagent was reviewed using worldwide field data. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot are within established limits and thus comparable to the historical lot performance, suggests that the performance is acceptable. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I havab igg reagent kit for lot number 57170be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely reactive alinity I havab igg result for one sample. The following result were provided: (B)(6) 2024 sid (B)(6) initial result 0.54, repeat results on (B)(6) 2024 = 1.44, 0.65 no impact to patient management was reported.